Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not/confirm replicate the customer reported failure. Visual inspection was conducted and the instrument did not exhibit any conductor wire damage. The instrument was then placed on our in house davinci system for functional testing, self-test passed and delivered energy without any issues. Gap test passed with the .002" gauge and the electrical continuity test passed. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted procedure, the vessel sealer instrument would not cauterize. While there was no report of any patient harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the vessel sealer extend instrument would not cauterize. A review of the system logs show that the vessel sealer extend instrument was connected and in use for 22 minutes and 45 seconds. The instrument logs show sealing and cut functions were performed during this period of time. The planned surgical procedure was completed with no report of patient harm, adverse outcome or injury.